Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). G5. Multiple 510(k): bk050036, k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, a tube was bent which caused issues with instrument processing. Specimen recollection occurred.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, a tube was bent which caused issues with instrument processing. Specimen recollection occurred.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for bowed molding was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of bowed molding was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bowed molding. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.